Event description:
It was reported the patient underwent a trial procedure on (B)(6) 2013 and clear fluid was draining and filling a bandage. The trial lead was removed and the patient continued to have clear drainage. Gauze and tape was placed over the site. It was reported the patient had experienced a headache which resolved and patient had no further complaints.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.